Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported an internal dialyzer blood leak that occurred less than ten minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in both the dialyzer and in the hansen line. A blood test strip was not used, as it was deemed unnecessary. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Event description:
A user facility clinical manager (cm) reported an internal dialyzer blood leak that occurred less than ten minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in both the dialyzer and in the hansen line. A blood test strip was not used, as it was deemed unnecessary. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned with corporate provided blood port and adapter caps attached. The fibers were tinged with blood, and blood was present throughout the dialyzer. During gross visual examination, a delamination was observed on the cavity ID end of the dialyzer extending from 340° to 60° with the dialysate ports positioned at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of a dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The leak was confirmed due to a delamination. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported an internal dialyzer blood leak that occurred less than ten minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in both the dialyzer and in the hansen line. A blood test strip was not used, as it was deemed unnecessary. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.